Manufacturer narrative:
Additional information: the reported field event of an insulation breach and a conductor fracture were confirmed in the laboratory. A completed lead was returned for analysis. Visual and x-ray examinations found clavicle crush damage in the middle region of the lead. The cause of the insulation breach and conductor fracture was isolated to the clavicle crush in which all filars of the outer coil were fractured. Other damages on the lead were consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, what was thought to be a lead fracture on the right ventricular lead was observed. It was then found during procedure that a complete insulation breach was on the lead. The lead was explanted and replaced. The patient was stable after the procedure.